Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated that the buttons are not responding properly. The customer also stated that the screen was displaying a low reservoir alert that could not be cleared. To verify if the device had a frozen screen the customer was advised to check the time; customer stated that the time is advancing. Customer mentioned she felt her blood glucose was going low earlier due to being active. She ate to treat. She did not know her current reading. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display or display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.